Manufacturer narrative:
One sealed device was evaluated. The device passed testing. The tubing set was primed and the fluid flowed.

Event description:
General report received of an unspecified number of undocumented incidents of no flow. The secondary tubing sets were being used to deliver unspecified solutions. The customer contact reported that after the secondary tubing sets were connected to unspecified alaris smartsite tubing sets, the solutions in the secondary tubing sets would not flow. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.